Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve deployment starting point was the base of the pigtail catheter at an implant depth of approximately 3-4mm on both the non-coronary and left coronary cusps, and a medtronic guidewire was used.

Manufacturer narrative:
Continuation of d10: product ID {{evfxplus-29}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to it being a standard for the implanting physician. During the attempted implant of a transcatheter valve, while the delivery catheter system (dcs) was positioning the valve, the valve was unstable and dislodged while still attached to the dcs. Subsequently, the valve was recaptured, and a total of three deployment attempts were made, each followed by recapture. Due to the dislodgement and potential for embolization, a second non-medtronic 26 millimeter (mm) valve was used to complete the procedure. Per the physician, the patient's anatomy contributed to the event.

Manufacturer narrative:
Updated data: d4. H4. H6. Corrected data: b1. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.